Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the branch division phase of the evh procedure; the harvester noticed upon removal of the harvesting cannula from the btt port that a portion of the jaw was dislodged/missing. He didn't note the jaw material on the surgical field. The cannula was reinserted into the btt port and advanced into the tunnel approx 1 inch. The piece of jaw material was seen in the bottom of the tunnel and it was retrieved by grasping it with the hemopro tool and removing the cannula from the leg. No residual material was noted on further examination. The harvester noted that throughout the branch division phase of the evh procedure that the hemopro tool was operating appropriately. There were no adverse events. There was a delay in completing the evh. The hospital did not report any patient effects.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. No peeling of the jaws were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed. The lot # 3000442955 history record review was completed. There were two ncmrs, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.